Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the image was lost for 5-10 minutes during procedure. Please note that the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: unit was continually resetting during a case. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root causes can be attributed to a software issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the image was lost for 5-10 minutes during procedure. Please note that the procedure was completed successfully.